Manufacturer narrative:
The reported event of a burn could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2184149-2020-00058. During a lumbar radio frequency ablation procedure, the patient experienced a burn at the grounding pad site. When ablation was being performed, there were issues of getting up to temperature but the procedure was able to be completed. The grounding pad had been placed on the fatty tissue of low back and hamstring and when removed a burn was noted. Further information regarding the event was requested but not received.

Event description:
It was originally reported that during a lumbar radio frequency ablation procedure, the patient experienced a burn at the grounding pad site. When ablation was being performed, there were issues of getting up to temperature but the procedure was able to be completed. The grounding pad had been placed on the fatty tissue of low back and hamstring and when removed a burn was noted. It was later confirmed by the physician that the procedure was completed with no adverse event to the patient and no burn had occurred. However, during a lumbar radio frequency ablation procedure, when all three probes were connected to the generator, the grounding pads would not heat to temperature and stayed at 42°. The procedure was completed by using one probe at a time with no adverse patient consequences or clinical significant delay.

Manufacturer narrative:
Corrected information: h6.